Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and inaccurate cgm values were found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information d9 device available for evaluation - additional information d9 device returned to MFR - additional information d9 date device returned - additional information g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information h3 reason for non-evaluation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information.

Event description:
Product has been received but is pending evaluation. A follow up report will be submitted upon completion.